Event description:
A hospital in (B)(6) reported that the rt008 entrainer was missing from an rt408 breathing circuit kit. This was found before patient use.

Manufacturer narrative:
Method: the complaint rt408 circuit kit was not returned to us for evaluation. Our investigation is based on the event description and our knowledge of the product. Results:the customer reported that the rt008 entrainer was found to be missing from the breathing circuit kit. A lot check revealed no other complaints for lot number 091202. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. It is likely that operator error has resulted in the omitted component. There are standard operating procedures in place to assist operators on the production line to correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. After the components are packed, they are sent to the pack box station where they are weighed by a second production line staff member of the packing station, using a set of scales to check for missing parts by weight. (B)(4).